Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a (B)(6) year-old female patient who had essure (batch no. 975385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2011 to 2012, oral contraceptive from 2007 to 2010, ortho novum from 2001 to 2006 and condom. Past adverse reactions to the above products included pregnancy with oral contraceptive and ortho novum. Concurrent conditions included sinus pressure, conjunctivitis, low back pain, vitamin d deficiency, bronchitis, photophobia, pharyngitis, dermatitis, mood swings and allergic rhinitis. Concomitant products included fluoxetine for premenstrual dysphoric disorder as well as ciprofloxacin hydrochloride (ciloxan) and phenoxymethylpenicillin potassium (penicillin v potassium). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menstrual disorder ("unusual periods/ abnormal menstruation"), abdominal pain ("abdominal pain"), depression ("depression") and headache ("head pain") and was found to have hormone level abnormal ("hormonal imbalance"). In (B)(6) 2014, the patient experienced migraine ("increased migraines") and arthralgia ("hip and joint pain"). In 2014, the patient experienced back pain ("side to back"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse") and libido decreased ("decreased libido"). In (B)(6) 2017, the patient experienced rash erythematous ("red, patchy rash") and rash pruritic ("itched rash, rashes"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping"), rash ("rashes") and premenstrual dysphoric disorder ("pmdd"). The patient was treated with caffeine;paracetamol (excedrin), fluoxetine hydrochloride (prozac), fluticasone propionate and triamcinolone. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, menstrual disorder, dyspareunia, abdominal pain, migraine, depression, hormone level abnormal, libido decreased, rash, rash erythematous, rash pruritic and premenstrual dysphoric disorder outcome was unknown and the arthralgia and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, device dislocation, dyspareunia, genital haemorrhage, headache, hormone level abnormal, libido decreased, menstrual disorder, migraine, premenstrual dysphoric disorder, rash, rash erythematous and rash pruritic to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6)2012). Plaintiff states she was planning for removal of essure in fall 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: one of her fallopian tubes was still patent; on (B)(6) 2013: fallopian tube coils present in proper position and fallopian tubes were occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event pmdd was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a 30-year-old female patient who had essure (batch no. 975385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2011 to 2012, oral contraceptive from 2007 to 2010, ortho novum from 2001 to 2006 and condom. Past adverse reactions to the above products included pregnancy with oral contraceptive and ortho novum. Concurrent conditions included sinus pressure, conjunctivitis, low back pain, vitamin d deficiency, bronchitis, photophobia, pharyngitis, dermatitis, mood swings and allergic rhinitis. Concomitant products included fluoxetine for premenstrual dysphoric disorder as well as ciprofloxacin hydrochloride (ciloxan) and phenoxymethylpenicillin potassium (penicillin v potassium). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menstrual disorder ("unusual periods/ abnormal menstruation"), abdominal pain ("abdominal pain"), depression ("depression") and headache ("head pain") and was found to have hormone level abnormal ("hormonal imbalance"). In (B)(6) 2014, the patient experienced migraine ("increased migraines") and arthralgia ("hip and joint pain"). In 2014, the patient experienced back pain ("side to back"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse") and libido decreased ("decreased libido"). In (B)(6) 2017, the patient experienced rash erythematous ("red, patchy rash") and rash pruritic ("itched rash, rashes"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping"), rash ("rashes") and premenstrual dysphoric disorder ("pmdd"). The patient was treated with caffeine;paracetamol (excedrin), fluoxetine hydrochloride (prozac), fluticasone propionate and triamcinolone. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, menstrual disorder, dyspareunia, abdominal pain, migraine, depression, hormone level abnormal, libido decreased, rash, rash erythematous, rash pruritic and premenstrual dysphoric disorder outcome was unknown and the arthralgia and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, device dislocation, dyspareunia, genital haemorrhage, headache, hormone level abnormal, libido decreased, menstrual disorder, migraine, premenstrual dysphoric disorder, rash, rash erythematous and rash pruritic to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012). Plaintiff states she was planning for removal of essure in fall 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: one of her fallopian tubes was still patent; on (B)(6) 2013: fallopian tube coils present in proper position and fallopian tubes were occluded.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.